Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020 (con): information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported pain additional information was received from the patient¿s mother. It was reported that the patient cold not urinate and experienced an enlarged bladder without the device. They stated the patient had been catheterizing 8 times a day. No further patient complications were reported as a result of this event. Refer to manufacturer report #3004209178-2020-10889 for details pertaining to the reportable related event.